Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor was providing glucose readings in the dexcom app but not displaying on the ilet, consistent with intermittent communication failure between devices and implicating the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet, characterized by intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.